Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, it was noted that while performing coagulation, the foot pedal got stuck and the console had to put on hold to stop giving coagulation. The procedure was completed with the same console without patient complications.